Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was not working was confirmed. A visual assessment was performed on the device which found that it was missing the bearing stack screw, the bearings and spacers. It was determined that this issue was consistent with degradation of loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time causing the bearing stack screw to loosen and fall out along with the spacers and bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the attachment device was not working. During in-house engineering evaluation, it was determined that the device bearings stack screw, bearings and spacers were missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.